Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the smartport product family and the failure mode "catheter fractures/migrated. " no adverse trends were identified. Without receiving product for evaluation, we are unable to definitively determine a root cause for the reported event. A potential root cause for the catheter fracture may be due to "pinch off syndrome". The directions for use supplied with the smartport device instructs the physician/clinician on how to properly implant the catheter/port, and cautions against certain handling techniques to avoid "pinch-off syndrome". (B)(4).

Event description:
As reported by hospital in (B)(6): " port inserted (B)(6) 2018 and recently started giving the patient trouble with pain. The patient was brought back in to have it replaced. On x-ray it showed that the catheter had broken in two. A snare was used to remove the catheter portion that detached from the port. A new port was inserted. "